Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from back to back blood tests of 114 mg/dl using truemetrix meter and doctor's lab result of 98 mg/dl. Customer stated the doctor told her the 114 mg/dl was high for her. The customer's expected fasting blood glucose test result range is 65 - 95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer is storing the test strips in her purse. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 102mg/dl (B)(6) 2017 06:43 am fasting: yes, 110mg/dl (B)(6) 2017 07:35 pm fasting: yes, 136mg/dl (B)(6) 2017 10:32 am fasting: no, 108mg/dl (B)(6) 2017 07:41 am fasting: yes, 99mg/dl (B)(6) 2017 10:26 am fasting: yes. Memory concerns: 114mg/dl. Pregnant customer called in and states her doctor told her meter is wrong that she needs a replacement. Customer is monitoring and has not been diagnosed with diabetes. Customer is concerned about a back to back test performed against a lab draw by her doctor. Customer states on (B)(6) 2017 a lab draw was performed and doctor obtained 98mg/dl fasting and she obtained 114mg/dl fasting. Customer states her doctor told her the 114mg/dl was high for her. Customer states that her normal fasting range is 65mg/dl-95mg/dl. Customer is storing her test strips in her purse.